Event description:
Funeral home reported pt death. Hcp reported the date of death in 2001. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent if additional info is obtained.